Event description:
An operating room manager reported that when the new syringes are being used for hydrodissection and hydration of the wound, the luer lock tip design does not allow for secure attachment of cannulas, and under pressure of bss (balanced salt solution), the cannulas have the tendency to fly off. It was reported that in one case, the luer broke (mechanical fracture of the tip) and the cannula somehow slipped in; as a result, the patient required an anterior vitrectomy. The surgeon noted that prior to the event, the patient had a visual potential of 20/20. The surgeon feels that the new syringes have a shorter luer lock that is more friable than the previous syringes. He also felt that the grey-colored plunger is softer and more compliant, allowing pressure to build and be released in a non-linear burst of high pressure. Additional information has been requested.

Manufacturer narrative:
A sample is not expected to be returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).